Event description:
The patient was scoped by dr. (B)(6) and the journey articular insert post was fractured and floating free. It was removed and the knee was closed. No component revision was done at this time.